Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated the criteria for the right ventricular lead integrity alert were met. A lead failure predictor triggered on (B)(6) 2016 for short ventricular intervals and non-sustained tachycardia. Analysis of the data indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Impedance was steady at approximately 715 ohms through (B)(6) 2016 and then rises out of range by (B)(6) 2016. Analysis of the data indicated oversensing due to non-physiologic signals/short ventricular intervals. 15,000 short ventricular intervals were recently observed. Analysis of the data indicated oversensing associated with the right ventricular lead. Five episodes with ventricular cycle length of < 220ms were observed on (B)(4) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead had fractured and an alert had triggered for high impedance, noise and short ventricular intervals. An insulation breach was also reported. Therapies were disabled and a life vest was utilized until the lead was explanted and replaced. The patient is a participant in the wrap it clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.